Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, but analysis could not be performed due to legal restrictions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An allegation from an attorney indicated the patient is deceased.